Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not responding to any battery, it was stays off and no indication on screen. Customer's blood glucose level was unknown. Customer stated that the battery cap was ok. Customer stated that insulin pump did not respond after replacing to a new energizer battery. Customer also stated that removed the battery for two hours and tried to use it again but the insulin pump did not work. The insulin pump will not be returned for analysis.